Manufacturer narrative:
The commander delivery system was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. Post procedural imagery and cine was provided by the site for review: the balloon was at full inflation. The balloon burst after full inflation. Longitudinal and radial burst was observed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for of balloon burst was able to be confirmed by the imagery and cine provided. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non conformances were able to be identified. A detailed root cause analysis for similar returned complaints has been summarized in an edwards technical summary. The technical summary provides the details why balloons are subject to increased risk of burst in a calcified annulus. As reported in this complaint, during the procedure, the balloon burst at the very end of the deployment of the valve. It was noted that there was calcification present in the landing zone from the case notes. It is possible that calcification present in the landing zone could have weakened the balloon material contributing the burst. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
As reported by our affiliate from france, this was a 29mm sapien 3 transcatheter valve case by transfemoral approach in aortic position. During the procedure, the balloon burst at the very end of the deployment of the valve. There was no incidence for the patient since the valve was fully deployed when the balloon burst. The system was removed as a whole unit. The position of the valve was good with no paravalvular leak. The patient outcome was good.